Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred. The customer was attempting to print retrospective data but noted that the printer was not working. The print button was grayed out, preventing them from printing the required information. The customer contacted philips for assistance at which time they also indicated that the device was not a factor in the death. The patient was described to have died of "old age." Philips has received no information suggesting that there was any lack of awareness of the patient's status. The customer received remote phone support in clearing the print buffer after which they were able to print the patient's information. We will consider that the inability to print represented a device malfunction impacting the printer, which was resolved by clearing the printer queue. The cause of the issue was not determined. No further investigation or action is warranted.

Event description:
The customer was attempting to print retrospective data following a patient death.